Event description:
It was reported that this patient experienced discomfort. It was confirmed that the right ventricular (rv) lead moved, and it was exhibiting no capture and undersensing on the rv. The lead was repositioned. No additional adverse patient effects were reported.